Manufacturer narrative:
During follow-up, the patient said she noticed no defect or malfunction with the f14, and did not know the lot she used at the time of the infection.

Event description:
Intermittent catheter patient (user) stated she got a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was prescribed an antibiotic, took the full course, and recovered completely.